Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with trochanteric fixation nail (tfn) construct on (B)(6) 2012. Reportedly after one month, x-rays taken on an unspecified date looked good. On (B)(6) 2013, the patient returned to the doctor complaining of pain. X-ray taken on an unspecified date revealed a breakage of the nail in the slot where the helical blade goes through the nail in the upper portion. Reportedly, the surgeon thinks that this was caused by a by the drug actonel which was prescribed by the patients family doctor. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the trochanteric fixation nail, re-reamed the bone and revised the patient with a larger nail with no locking screw implanted. This report is for an unknown helical blade. This is 2 of 2 reports for the same event, complaint #(B)(4).